Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device.. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 6850130 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with two 425cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade ii, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.